Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range pacing impedance on the right atrial (ra) channel after a right ventricular (rv) lead revision. Both ra and rv leads are non-boston scientific products. Additionally, there were noisy signals on the ra channel when the patient pushes down to move into bed. The ra channel also exhibited high capture thresholds. The ra impedance lowered since the beginning of the case. Technical services (ts) suggested reprogramming. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the respiratory rate trend (rrt) vector switched during a signal artifact monitor (sam) episode due to low out of range atrial impedance. Ts provided advice on how to proceed. It was noted that the clinic will continue to monitor the atrial impedance. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range pacing impedance on the right atrial (ra) channel after a right ventricular (rv) lead revision. Both ra and rv leads are non-boston scientific products. Additionally, there were noisy signals on the ra channel when the patient pushes down to move into bed. The ra channel also exhibited high capture thresholds. The ra impedance lowered since the beginning of the case. Technical services (ts) suggested reprogramming. The device remains in use. No adverse patient effects were reported.